Event description:
A malfunction was reported with code malf 16, and it recurred even after attempting a reset. The impact on the customer's blood glucose level was measured at 300 mg/dl, which is within the acceptable range, so there was no adverse impact. Technical support assisted the customer with resetting the pump and decided to replace it, as it was within warranty. The customer was informed about the need for pump replacement and chose to use multiple daily injections as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping details and provided instructions for returning the malfunctioning pump using a prepaid label and return box.